Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. The customer was sent replacement parts and accessories. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that "everything was going well" and the replacement parts were working without issue. The customer's parts and accessories were evaluated on 08/13/2018 with a medela lab pump. The device passed suction and cycle specifications and there was no problem found with the customer's kit. Refer to attached evaluation. The customer's report of low suction could not be confirmed. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she had low suction with her freestyle breast pump. Through troubleshooting, it was determined that the customer was using an incorrect breast shield size. She was sent new breast shields. On (B)(6) 2018, the customer called back, alleging that she continued to experience low suction with the new breast shields and she further alleged that she went to the doctor and was prescribed a steroid cream for nipple pain.